Event description:
As reported by the (B)(4) registry the patient suffered aphasia and hemiparesis on the left side. The patient was diagnosed with cerebral hypoperfusion syndrome. The patient is a (B)(6) female. The procedure being performed was a right carotid artery angiography, percutaneous transluminal angioplasty and stenting of the right internal carotid artery using an angioguard distal embolic protection device. Using a 260 cm stiff angled glidewire was advanced into the right external carotid artery. The angioguard was advanced to the level of the right internal carotid artery. Due to tortuosity and calcification the physician was unable to pass the distal embolic protection device. Therefore, a buddy wire was advanced across the lesion and into the distal right ica. The vessel did straighten nicely; however, the angioguard was unable to be delivered across the lesion. Therefore, the navg emboshield was utilized. The navg crossed quite easily beyond the lesion and was deployed distal in the right internal carotid artery. At that time, angiomax was given and used for anticoagulation. Act was confirmed greater than 300 and then using an aviator 4 x 20 balloon was advanced proximally across the lesion, inflated to 10 atmospheres for 5 seconds. The balloon system was removed. There was a slight episode of bradycardia, which responded without intervention. Then a precise ((B)(4)/ lot 15556493) stent was advanced and deployed across the lesion. The stent was post dilated with a 5 x 20 balloon inflated to 8 atmospheres for 5 seconds. The balloon system was removed. The patient had an episode of hypotension that was treated with dopamine drip and 1 bolus of neo- synephrine at 50 mcg. Final angiography showed reduction of 80% stenosis to 0% stenosis with excellent stent deployment, apposition, and expansion.

Manufacturer narrative:
As reported by the sapphire registry the patient suffered aphasia and hemiparesis on the left side, diagnosed with cerebral hyperperfusion syndrome. The symptoms consisting of mild difficulty reading and left lower extremity drift were not treated and fully resolved without residuals. The procedure being performed was a right carotid artery angiography, percutaneous transluminal angioplasty and stenting of the right internal carotid artery using an angioguard distal embolic protection device. Due to tortuousity and calcification the physician was unable to pass the angioguard. Therefore, the navg emboshield was utilized and was deployed distal in the right internal carotid artery. An aviator balloon was advanced proximally across the lesion, inflated to 10 atmospheres for 5 seconds and then removed. There was a slight episode of bradycardia, which responded without intervention. Then a precise stent was advanced and deployed across the lesion, post dilated with a 5 x 20 balloon inflated to 8 atmospheres for 5 seconds. The patient had an episode of hypotension that was treated with a dopamine drip and 1 bolus of neo- synephrine. Final angiography showed a 0% stenosis with excellent stent deployment, apposition, and expansion. Post intervention intracranial images demonstrated unchanged flow in the anterior cerebral and middle cerebral segments. The patient was neurologically intact throughout the procedure. The patient was transferred to the medical intensive care unit for observation with dopamine to maintain cerebral perfusion pressure. The patient was examined and no evidence of neurological deficits was noted. An interval evaluation demonstrated a mild lower extremity drift and therefore the patient had a CT of the head performed on (B)(6) 2012 which demonstrated sulcal effacement in the high right parietal lobe. The patient's neurological exam was unchanged during this time without any deficits and with no complaints. A repeat CT that was performed on (B)(6) 2012, which demonstrated interval decrease in the prominence but not complete resolution of the right parenchymal and csf abnormalities of concern on the preceding study. Cat scan performed on (B)(6) 2012, with no interval change. The patient's neurological exam on that day did not demonstrate any deficits or any complaints. The patient was able to ambulate without any symptoms and was discharged home with recommendations for medical follow up with her cardiologist. The patient's medical history includes cardiac arrhythmia, congestive heart failure, CABG, history of smoking and hypertension. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Evidence from observational studies suggests that a number of factors ¿ all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Review of the information suggests that vessel and patient factors may have contributed to the hyperperfusion syndrome. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00467 and 9616099-2012-00468.

Manufacturer narrative:
Post intervention intracranial images demonstrated unchanged flow in the anterior cerebral and middle cerebral segments. The patient was neurologically intact throughout the procedure with no transient. The patient subsequently after the procedure was transferred to the medical intensive care unit for observation after carotid stent with dopamine to maintain cerebral perfusion pressure. The patient had examination after the procedure by my colleagues here in the medical intensive care unit without any evidence of neurological deficits. There was an interval evaluation that demonstrated a mild lower extremity drift and therefore the patient had a CT of the head performed on (B)(6) 2012. Which demonstrated sulcal effacement in the high right parietal lobe. The patient's neurological exam was unchanged during this time without any deficits and with no complaints. A repeat CT that was performed on (B)(6) 2012, which demonstrated interval decrease in the prominence but not complete resolution of the right parenchymal and csf abnormalities of concern on the preceding study. Therefore, the recommendation was for one final cat scan prior to discharge. This cat scan was performed on (B)(6) 2012, with no interval change. The patient's neurological exam on that day did not demonstrate any deficits without any complaints. The patient was able to ambulate without any symptoms and was discharged home with recommendations for medical follow up with her cardiologist. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00467 and 9616099-2012-00468.